Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 61 mg/dl which resulted in a scrape on the customer¿s knee and right hand and a bump on their head. Cause of low bg level was unknown. Customer attempted to resolve the low bg by consuming glucose tablets and orange juice. Bg was treated with intravenous saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. Additionally, it was reported that the customer experienced an elevated bg level of 505 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.